Manufacturer narrative:
Product complaint #: (B)(4). Date of event: exact day of the month unknown. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What specific bowel procedure was performed? Were there any issues experienced with the device in the procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Were there any issues noted with staple formation? Were there any issues with hemostasis intra-operatively? How was the post-op bleeding identified? What was the total estimated blood loss (ml)? Were any staple formation issues identified throughout the care of the patient? Was this patient scoped and also had a blood transfusion? Can you please confirm how the bleeding was addressed? What is the current status of the patient?

Event description:
It was reported that following a bowel procedure, the use of the stapler by our general surgeon resulted in bleeding at the anastomosis site, resulting in patient returning to the or for scoping. The patient was transfused with 3 units rbc due to the excess bleeding. The patient was brought back to or to stop bleeding by over sewing staple line.